Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 17377050, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 17377053/17517590, model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patients ipg had broken thru the skin and was exposed to air. The patient underwent an explant procedure.